Event description:
A malfunction alarm, identified with code malf 12, was reported, with no notable events occurring prior to the issue. There was no reported impact to the customer's blood glucose level. The customer collaborated with technical support, who provided pump reset instructions. However, the malfunction persisted, leading technical support to arrange a pump replacement. The customer planned to use an alternate insulin delivery method, mdi, in the interim and was guided on preparing the faulty pump for return to tandem, and the customer confirmed understanding of the return instructions, including using a prepaid label within 10 days.